Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient who underwent a revision breast augmentation with a 500cc mentor smooth round high profile prosthesis (left) and a 560cc mentor smooth round high profile prosthesis (right) was dissatisfied with the procedure outcome postoperatively. The patient reports that her surgeon stated that 700cc and 750cc devices were implanted in on (B)(6) 2020. However, the patient does not believe that her implants are 700cc and 750cc size and is dissatisfied with the result of the surgery. Mentors record indicates that the patients current devices are 500cc and 560cc. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.